Event description:
It was reported, an internal electrical component sparked.

Manufacturer narrative:
It was reported, an internal electrical component sparked. Visual inspection of the unit revealed a broken terminal at the thermostat, which had briefly emitted sparks, which were prevented from escaping by our double-insulated design. We were unable to determine the cause of this event.